Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was replaced. There were no complications during the procedure. Effective therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced lack of stimulation. Upon diagnostic testing the patient controller showed end of life message which was confirmed via the clinician programmer. A surgical intervention is anticipated in the near future. No additional information is available at this time.